Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the initial procedure, the implantable cardiac monitor lost bluetooth connection while being handed off. The device was implanted successfully and the pocket was closed. However, the device was interrogated using the programmer and was unable to connect. Attempts were made to re-establish the connection, which were unsuccessful. The device pocket was re-opened and the implantable cardiac monitor was explanted and replaced. The patient was stable before, during, and post procedure. The physician was satisfied with the final outcome.

Manufacturer narrative:
Per analysis update. Device was received with voltage still within normal range of operation but communication could not be established. Analysis performed indicated that output voltage from juno ic is missing, this is consistent with juno ic anomaly and with the reported communication issue.